Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported by the affiliate that during an unknown procedure, there was an incomplete staple line with oozing of blood. Additional suture was used. There were no adverse consequences to the patient.